Event description:
It was reported by the user; there was difficulty or inability to get the device to suction properly causing the dressing to leak and exudate pooling. In addition, it was noted that the failure alarms did not work as intended.

Manufacturer narrative:
.